Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed that the right ventricular lead was oversensing noise. The noise might be due to myopotentials or electromagnetic interference. The device was reprogrammed to address the issue, and the patient will continue to be monitored. The patient was in stable condition.